Manufacturer narrative:
A philips field service engineer replaced the capacitor and therapy pca to resolve the issue. The cause of the device failure was a component failure of the capacitor and therapy pca. The device remains at the customer site. It has been concluded that no further action is required at this time.

Event description:
It was reported the battery had an output issue. While they were testing the battery and ac of a mrx defibrillator, the device's output was very close to the lowest acceptable level (-30j) on both the battery and ac. Although the acceptable range is +-30j, the customer would prefer it to be closer to the middle of this range. There was no patient involvement.

Event description:
It was reported the battery had an output issue. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.